Event description:
The customer reported the system displayed an error code and would not start up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The transmitter was replaced. The system was then found to be operating as intended.